Event description:
It was reported to philips that the system was restarting on its own, presenting issues with the system booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a diagnostic procedure, which was completed after restarting the system. The philips remote service engineer (rse) inspected the system remotely and found that the system was able to restart. Analysis of the log files revealed gaps in logging, indicating a possible issue with the suite pc or with the power distribution. A philips field service engineer (fse) inspected the system on-site and replaced the suite pc, pdu control module, and pdu dual switch module. The system was returned to use in good working order and ready for clinical use. The suite pc was returned for further analysis. Functional testing was performed, and no failures were found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received indicating that the issue was resolved by restarting the system. If a booting issue occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigation's provided by the design of the device, the booting issue may be resolved, allowing for the continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in death or serious injury. Philips has therefore concluded this event to be non-reportable. The codes were updated based on the investigation outcome.